Manufacturer narrative:
The 26mm aso was returned to aga medical in its original configuration. Following decontamination, the device was measured and the size was confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. Using a test delivery system, the device was retracted into the loader and upon deployment, the device deployed without any deformities. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment and verification of device sizing. A review of manufacturing documentation confirmed this device successfully completed these tests. Aga requested further information regarding this case, but medical records and images were not provided. Echocardiograms are needed to confirm sizing and evaluate other parameters of the implant procedure. The results of this investigation are inconclusive because medical records and images were not provided. The cause of the patient's embolization remains unknown.

Event description:
Allegedly patient felt pain and uncomfortableness.

Event description:
According to the initial information received, the 26mm amplatzer septal occluder (aso) embolized after the implantation was done. The aso was surgically removed. Additional information has been requested, including imaging of the implant procedure and patient information, but has not yet been received. Should additional information become available a supplemental report will be filed.